Event description:
It was reported that suture sinuses developed at the knots where the panacryl suture was used. The suture sinuses were noted within the first month after a colon resection. Panacryl was used for subcutaneous primary abdominal closure. Four to five months post-op the pieces of panacryl suture were removed.